Manufacturer narrative:
Visual inspection of the returned product showed that one haptic had been torn completely off. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
An icm120v4 12.0mm implantable collame lens was inserted and the haptic tore during insertion. The haptic had remained in the cartridge and the lens was removed immediately. The pt'spre-op visual acuity was 20/20 bcva and post-op was 20/25 bcva. There was no pt injury.